Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an intraocular lens (iol) implant procedure, the patient experienced visual acuity mysteriously degenerated with no other ocular pathology. The patient also experienced steady decline in vision, blurry vison in all distances, decrease in acuity over the last year, peripapillary atrophy, complains of watery eyes, dry eye and using lifitegrast drops, refractive error and macular drusen. The patient underwent yttrium aluminum garnet capsulotomy (yag). Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Correction information was provided in h.6 and h.11. Correction: FDA evaluation code b14 was sent instead of b22. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).